Event description:
Meter name: one touch profile. Strip name: ni. Meter code: strip code: ni on either. Strip storage: ni. Symptoms: none. A pt reported they were receiving a redo check prompt and because of this could not test for three days. Pt did not have time to troubleshoot. No further info has been reported.